Manufacturer narrative:
Concomitant medical products: 37702 pain stim ipg, implanted: (B)(6) 2013; 3708360 neuro extension, implanted: (B)(6) 2013; 3986a pain stim lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited high thresholds. The right atrial (ra) lead also exhibited undersensing. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.